Event description:
The customer reported that within the first day of wearing a pod, her bg's were consistently in the 400mg/dl range (peaking at 483mg/dl). Both a kink and the presence of blood were seen in the cannula, though the pod did not initiate an alarm. The pod will be returned for evaluation.

Manufacturer narrative:
The product was not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly an appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.